Manufacturer narrative:
On 31 may 2016, the medical affairs director performed a clinical evaluation and commented as follows: significant stem subsidence after few days since primary tha. No traumatic event reported. It must be assumed that some problem arose during operation that did not allow the femoral canal to be prepared in full, so that an undersized stem was inserted. During the first few days, stability is achieved through implant geometry only, hence failing to achieve it cannot be ascribed to the device. Batch review performed on 06 june 2016. (B)(4). On 09 june 2016 it was prepared a final report with the information submitted in this initial report. On 10 june 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The surgeon found that the patient's stem subsided and planned a revision surgery. The surgeon removed the stem and head. The surgery was completed successfully. X-rays available. Explants not available.